Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer did not perform the proper air removal techniques. Additionally, a cartridge alarm 09 when the customer refilled and/or reused the cartridge, and a minimum fill notification occurred after the cartridge was filled with 200 units. A new cartridge was loading, resolving the issue. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.